Event description:
It was reported that the arctic sun device was getting alert 02 (low flow). Nurse was not in the room, so mss discussed about troubleshooting steps like proper connection technique, rotating pad connector, placing towel in between tubing and bed window. Nurse stated that would call back if they was unable to get good flow with these steps. Per follow up information received via phone on (b)(6 2022, the nurse stated that there was no impact to patient and finished therapy with no further issues. Also stated that flow rate did not improve but patient temperature was not affected, and the device would be sent to biomed for further inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 02 (low flow). Nurse was not in the room, so mss discussed about troubleshooting steps like proper connection technique, rotating pad connector, placing towel in between tubing and bed window. Nurse stated that would call back if they was unable to get good flow with these steps. Per follow up information received via phone on 08-jun-2022, the nurse stated that there was no impact to patient and finished therapy with no further issues. Also stated that flow rate did not improve but patient temperature was not affected, and the device would be sent to biomed for further inspection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "foam pad loading inspection, not removing all chads and contamination, flow path is slightly blocked". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.